Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed the pump display turned on when plugged into a power source. Reportedly, due to not monitoring blood glucose (bg) levels due to the wake button issue, the customer's bg level decreased to the 50's (mg/dl). Low bg was treated by consuming food. Additionally, bg level increased to the 300's (mg/dl) and was addressed by delivering a bolus. Reportedly, the customer continued using the pump for insulin therapy.